Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the deployed clips malformed? Did the deployed clips fall off the vessel or structure? Would the handle or jaws not completely close? Were there any patient consequences?

Event description:
El5ml cannot clip tight so surgeon used the new one.

Manufacturer narrative:
(B)(4). Batch # r92m0z. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: were the deployed clips malformed? Yes, the clip didn¿t close well. (Crossed like a scissor). Did the deployed clips fall off the vessel or structure? Yes, so surgeon sutured the vessel after the failure of the clip. And use another new el5ml to finish the procedure. Would the handle or jaws not completely close? Unknown. Were there any patient consequences? Unknown.